Event description:
Pt admitted for anemia/metastatic work up of left breast cancer stage iia. Past medical history include diabetes mellitus, hypertension, high cholesterol, fractured shoulder. Pt had chemoport placed and was discharged home the next day. The pt was readmitted later with sepsis and pneumonia. Chest x-rays revealed that the catheter was dissconnected from the chemoport and migration to pulmonary artery was confirmed. Attempts by interventional radiologist to remove catheter was unsuccessful. The pt was transferred to another facility for removal of catheter by invasive cardiologist.